Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This pump is 10 years old and has possibly seen heavy use in the field. The defect reported has been verified and repaired. The root cause for this failure can be attributed to mishandling as the unit had external physical damages; probably from dropping. The following repair activities were conducted: mechanical upgrade performed cover irreparable: replaced defective material exchanged defective pump roller replaced insertion lever defective: replaced pneumatic circuit checked unit cleaned 8-hour endurance test carried out functional test performed functional test acc. To test procedure completed electrical safety test acc. Completed safety test checklist. Further, a review into the depuy mitek complaints system revealed one similar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that left pump stops working, intermittent failure.